Event description:
Ethicon contour curved cutter stapler was reloaded after original load was applied. The surgeon was unable to fire the device. A second device was opened and used without difficulty. No harm to patient. Cat#: cs40g, lot: g4rk99, exp 2015-02. Dates of use: 24 hours, (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: lesions of ascending and descending colon. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.